Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -8.0/+1.0/073 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to excessive vault, significant reduction of irido-corneal angles, and glare/haloes. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity (bcva) was 20/13.

Manufacturer narrative:
Lens was returned in liquid in lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found that the haptic was broken. (B)(4).